Event description:
Iab was inserted sheathless in 06. On the 6th day, iabp suddenly alarmed "helium leak". Blood was also observed in catheter. Catheter was clamped & removed from pt. A re-insertion was not required.